Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator(ICD). The physician elected to explant and replace the ICD. There were no patient consequences.

Manufacturer narrative:
Correction: no explant occurred, b5, h1 and h6.

Event description:
New information received notes no changes or interventions were performed.